Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 46228. There was no patient involvement.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem, error code 46228, was duplicated by functional testing. The cause is the ui (user interface) detected unexpected mp reset. Installed software to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.